Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about couple of weeks ago, the consumer started using reach toothbrush unspecified, for brushing teeth (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, the consumer noticed, that the toothbrush snapped in half, while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about couple of weeks ago, the consumer started using reach toothbrush unspecified, for brushing teeth (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, the consumer noticed, that the toothbrush snapped in half, while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A lot number was not provided by the consumer and a returned product sample was not received. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. A device history review was not performed since a product name and lot number was not provided. A review of manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint (sep- 2010 to 22-sep- 2012) was performed. A visual evaluation of all retains samples for batch manufactured from sept-2010 to apr-2012 was performed by manufacturer and met specification. Based upon an acceptable manufacturing or facility issue review, due to lack of a product name, lot number and sample, and no adverse trends, this complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.